Event description:
During a hip arthroscopy using the osteoraptor 2.3 it was reported that the suture broke on two anchors while cinching down knot. There was no breakage of the plla implants; the sutures were removed and the implants were left unsupported in the patient. The patient¿s post-operative condition was okay. A competitor¿s knot pusher was used. The patient was reported to have good bone quality. The repair was completed using two more anchors. There was a reported 10 minute procedural delay with no patient injury or complication. No product is being returned for analysis.

Manufacturer narrative:
(B)(4).